Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat test) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable was cut between the front therapy electrode and ECG "a". The cause of the test failure is the damaged cable. The root cause of the damaged cable. The root cause of the damaged cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to run the detect and treat test.